Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol :(B)(4)., as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. One device sample was received and found intact but with a damaged seal sticker. The reported issue was duplicated. Functional testing found pump was found to be over delivering to the manufacturing specifications. The technician ran three accuracy tests, and the pump was found to be under delivering to the manufacturing specifications. The technician found the pump to be displaying error code "1340", when batteries were inserted which causes data corruption of data in the internal or external ram. The technician recommend an expulsor to be trimmed down to bring the delivery accuracy closer to nominal range and replace the microprocessor unit board. The root cause was unable to be determined.

Event description:
It was reported that device was showing "over infusing / error code". No patient involvement or injury was reported.